Event description:
It was reported that the customer was stuck in the priming loop on the insulin pump. Customer stated that there is insulin coming out of the tubing but the pump is not letting her move forward. Customer's blood glucose level was 206 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer was advised to hold down the act button, but she did not receive a 2nd series of beeps nor did the numbers appear on the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. After troubleshooting, customer stated that she did hear the beeps, but the numbers never came up on the screen. Customer has already tried a second reservoir, but the same thing is happening. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.